Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.